Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), pelvic infection ("infections"), menstrual disorder ("complications from menstruation") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: lo ovral from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included body mass index normal, bladder infection, menstruation irregular, mood swings and breast pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain (cramping)"). On (B)(6) 2014, the patient experienced dysuria ("dysuria"). In (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("severe headaches"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), urinary tract disorder ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (acetaminophen), surgery (vaginal hysterectomy, bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the pelvic infection, menstrual disorder, vaginal haemorrhage, headache, dysuria, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure hysteroscopic sterilization right coil- 2, left coil- 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: menorrhagia, lower abdominal pain, dysuria, anxiety.¿ most recent follow-up information incorporated above includes: on 14-may-2018: pfs information received. According to plaintiff the lower abdomen pain and pelvic pain are often and severe. Onset dates of events were updated. Plaintiff also underwent to oophorectomy on unspecified date. Acetaminophen has been used from (B)(6) 2013 to present. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), pelvic infection ("infections"), menstrual disorder ("complications from menstruation") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: lo ovral from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included body mass index normal, bladder infection, menstruation irregular, mood swings and breast pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain (cramping)"). On (B)(6) 2014, the patient experienced dysuria ("dysuria") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and headache ("severe headaches"). The patient was treated with paracetamol (acetaminophen), surgery (vaginal hysterectomy, bilateral salpingectomy and oophorectomy), surgery (vaginal hysterectomy, bilateral salpingectomy and oophorectomy), surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015 to alleviate menstrual complications) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the pelvic infection, menstrual disorder, vaginal haemorrhage, headache, dysuria, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure hysteroscopic sterilization right coil- 2, left coil- 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: menorrhagia, lower abdominal pain, dysuria, anxiety ¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), pelvic infection ('infections'), menstrual disorder ('complications from menstruation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: lo ovral from (B)(6) 2013. Concurrent conditions included body mass index normal, bladder infection, menstruation irregular, mood swings and breast pain. Concomitant products included amitriptyline, ethinylestradiol;levonorgestrel (ovral-l), ethinylestradiol;norgestimate (ortho-cyclen) and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), 8 days after insertion of essure. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dysuria ("dysuria") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety/mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and headache ("severe headaches"). The patient was treated with surgery (ablation, vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015 to alleviate menstrual complications and vaginal hysterectomy, bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved, the pelvic infection, menstrual disorder, headache, dysuria, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure hysteroscopic sterilization right coil- 2, left coil- 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: menorrhagia, lower abdominal pain, dysuria, anxiety ¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), pelvic infection ('infections'), menstrual disorder ('complications from menstruation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: lo ovral from (B)(6) 2013 to(B)(6) 2013. Concurrent conditions included body mass index normal, bladder infection, menstruation irregular, mood swings and breast pain. Concomitant products included amitriptyline, ethinylestradiol;levonorgestrel (ovral-l), ethinylestradiol;norgestimate (ortho-cyclen) and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6)2013, the patient had essure inserted. On (B)(6)-2013, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), 8 days after insertion of essure. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain (cramping)") and was found to have weight increased ("weight gain"). On (B)(6)-2014, the patient experienced dysuria ("dysuria") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety/mental anguish"). On (B)(6)-2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and headache ("severe headaches"). The patient was treated with surgery (ablation, vaginal hysterectomy and bilateral salpingectomy on(B)(6)-2015 to alleviate menstrual complications and vaginal hysterectomy, bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6)-2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved, the pelvic infection, menstrual disorder, headache, dysuria, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure hysteroscopic sterilization right coil- 2, left coil- 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: menorrhagia, lower abdominal pain, dysuria, anxiety ¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2020: pif received. Reporter information added. Event outcome were updated for previously reported events vaginal hemorrhage, bladder disorder & urinary tract disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), pelvic infection ('infections'), menstrual disorder ('complications from menstruation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: lo ovral from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included body mass index normal, bladder infection, menstruation irregular, mood swings and breast pain. Concomitant products included amitriptyline, ethinylestradiol; levonorgestrel (ovral-l), ethinylestradiol;norgestimate (ortho-cyclen) and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), 8 days after insertion of essure. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dysuria ("dysuria") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety/mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and headache ("severe headaches"). The patient was treated with surgery (ablation, vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015 to alleviate menstrual complications and vaginal hysterectomy, bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved, the pelvic infection, menstrual disorder, headache, dysuria, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure hysteroscopic sterilization right coil- 2, left coil- 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: menorrhagia, lower abdominal pain, dysuria, anxiety¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated for previously reported events vaginal hemorrhage, bladder disorder & urinary tract disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), pelvic infection ("infections"), menstrual disorder ("complications from menstruation") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's previously administered products included for an unreported indication: lo ovral from february 2013 to august 2013. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced pelvic pain, pelvic infection and menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("severe headaches"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain (cramping)"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy to alleviate the infections and menstrual complications) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the pelvic infection, menstrual disorder, vaginal haemorrhage, headache, dysuria, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "urinary tract infection, apareunia (inability to have sexual intercourse), depression, anxiety, bladder problems or change, urinary problems or changes, nausea, dysmenorrhea (cramping), fatigue, weight gain, abnormal bleeding (vaginal), lower abdomen pain (cramping), did not undergo essure confirmation test" were added. Lot number was added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pelvic infection ("infections") and menstrual disorder ("complications from menstruation") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2013, 8 days after starting essure, the patient experienced menstrual disorder (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2014, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) and headache ("severe headaches"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015 to alleviate the severe pelvic pain, infections and menstrual complications). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic infection, menstrual disorder, headache and dysuria outcome was unknown. The reporter considered pelvic pain, pelvic infection, menstrual disorder, headache and dysuria to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain, infections (seen as pelvic infections) and complications from menstruation (menstrual disorder). Due to that, she underwent a vaginal hysterectomy and bilateral salpingectomy two years after essure insertion. These events are anticipated in essure's reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering pelvic infection started after essure insertion, event was regarded as related to essure. Pelvic infection could alternatively explain the pelvic pain occurrence. However, after essure insertion, pelvic pain may occur. Considering the temporal relationship, causality with essure cannot be excluded. Menstruation disorders may also occur. A causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain, infections (seen as pelvic infections) and complications from menstruation (menstrual disorder). Due to that, she underwent a vaginal hysterectomy and bilateral salpingectomy two years after essure insertion. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering pelvic infection started after essure insertion, event was regarded as related to essure. Pelvic infection could alternatively explain the pelvic pain occurrence. However, after essure insertion, pelvic pain may occur. Considering the temporal relationship, causality with essure cannot be excluded. Menstruation disorders may also occur. A causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further information will be obtained through the litigation process.